Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's tip fell off when trying to remove the instrument. Isi followed up with the initial reporter and obtained the following additional information: the tip was detached. There was no pin dislodged or sticking out. Nothing fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately 39 mm from the distal tip. A piece measuring approximately 7.22mm x 5.89mm was not returned with the instrument. Broken grip and pitch cables and conductor wires adjacent to this broken man tube show damage. The instrument was found to have broken grip cables at the idler pulleys and proximal clevis hole. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found broken main tube, pitch cables, and conductor wires, and a dislodged proximal clevis that potentially contributed to the broken grip cables. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The instrument was found to have broken conductor wires at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis.